Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.

Event description:
A customer reported receiving imprecise sequential readings on their freestyle flash meter. The customer obtained readings of 15.6mmol/l, 4.6 mmol/l and 2.5 mmol/l all within a ten minute timeframe. These readings were plotted on a parkes error grid and the results fell in the "c" zone this is considered to be clinically significant. There was no report death, serious injury or mistreatment associated with this event. The customer's meter and test strips have been requested for investigatioin.